Event description:
It was reported that the patient with this right ventricular (rv) lead fell a week after initial implant and the lead was dislodged. Post two weeks implant, the patient fell again on the upper left chest area. This rv lead was surgically revised initially post implant and remains in service. No additional adverse patient effects were reported.